Event description:
Patient was revised to address pain. Distal femur had some areas of bone loss, but porous femur was well-fixed. Patella had not been resurfaced at the time of primary surgery and was possible pain source.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product information required to review the device history records and search the complaint database by manufacturing lot was not provided. The investigation could not draw any conclusions about the reported pain. Provided information stated the patient's patella had not been resurfaced in 1997 and was a possible pain source for patient. The initial reporting indicated the products were not suspected of failing to meet specifications or of contributing to the event. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.